Manufacturer narrative:
E1 complete facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a poor video image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d4, d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a malfunction in the camera cable unit, there is a scratch on the main unit lens, there is water leakage on the main unit lens and there is corrosion on the scope mount. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distortion on the image is due to the camera cable unit and the charged coupled device failure, therefore, it cannot communicate normally. The malfunction of the camera cable unit is due to stress applied around the oledome. Both with a cause traced to component failure. For the scratches on the main unit lens, the leakage of the main unit lens and the corrosion on the scope mount; a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the pre-use inspection of a therapeutic transurethral resection of bladder tumor. The procedure was completed using a similar device with no surgical delay.